Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, delivery system removal difficulty), patient's condition affected effectiveness of device (75 degree angulated aortic neck), incorrect technique/procedure (endovascular treatment of a patient with a 75 degree angulated aortic neck). Evaluation conclusion device failure/lack of effectiveness related to patient condition (75 degree angulated aortic neck), operational context contributed to event (endovascular treatment of a patient with a 75 degree angulated aortic neck).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 20 mm in diameter at the renal arteries, 24 mm below the renal arteries it was 21 mm in diameter and 24 mm in length with severe angulation of 75 degrees. The iliac arteries were bilaterally mildly calcified. The right iliac artery had a 2.3 cm diameter aneurysm with stenosis. It was reported that the final angiogram revealed that there was a small proximal type I endoleak that the physician believes will resolve after the heparin wears off as the patient was heavily heparinized. No intervention was performed and the physician will monitor the patient. No clinical sequelae were reported and the patient is fine.